Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was checked due to diaphragmatic stimulation. It was noted that the right atrial lead safety switch was triggered in (B)(6) 2016 due to low out of range pace impedance measurements. Loss of capture was noted in both polarities resulting in pace inhibition, while sensing appeared normal in the unipolar configuration. Noise was also seen. The device was reprogrammed and the patient will be seen for a right atrial (ra) lead replacement due to suspected insulation damage. No adverse patient effects were reported, and it was noted that patient was not dependent on ra lead therapy and no worsening heart failure was noted. No intervention has taken place at this time.